Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus would calibrate to the left side of the display but would be off on the right side. It was indicated that the connection between the overlay and the printed circuit board (pcb) required a reseating. It was also indicated that the programmer case was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would calibrate to the left side of the display but would be off on the right side. The programmer was returned for service. No patient complications have been reported as a result of this event.